Manufacturer narrative:
(B)(4).g2: foreign ¿ australiathe customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two years post-implantation the patient was revised due to a fractured acetabulum. The surgeon stated that acetabulum fracture cause is unknown but may have occurred at the time of implantation and went unnoticed. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and review identified the following: medial wall acetabular fracture with medial migration of the loose acetabular cup as noted. Fracture of at least one of the acetabular fixation screws. A definitive root cause cannot be determined. This complaint was confirmed based on the x-ray review confirming the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.